Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive procedure was performed. The lead was explanted and another lv lead was attempted, but not implanted due to placement difficulty. Another manufacturer's lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.